Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number and lot #, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot number information regarding the complaint device was not provided. Based on the information provided, a cause for the reported stroke and thrombosis could not be determined. The reported death was a cascading event of the stroke. The reported patient effects of death, cerebrovascular accident (stroke), and thrombosis are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures the reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature: "dangerous liaison: successful percutaneous edge-to-edge mitral valve repair in patients with end-stage systolic heart failure can cause left ventricular thrombus formation."

Event description:
This is filed to report death, stroke, thrombosis, hospitalization. It was reported in a research article the patient had functional mitral regurgitation (fmr) with a grade of 4+. A mitraclip was implanted, reducing mr to 2+. During bridging with unfractionated heparin, the patient suffered a new stroke which was confirmed with cranial computed tomography (cct). Echocardiography demonstrated a new formation of a left large ventricular thrombus. The patient expired one week later due to pneumonia complicating the thromboembolic stroke. Additional details can be found in the article "dangerous liaison: successful percutaneous edge-to-edge mitral valve repair in patients with end-stage systolic heart failure can cause left ventricular thrombus formation".